Event description:
It was reported that a guide wire tip detachment occurred. The target lesion was located in the circumflex artery. A 300cm pt graphix guide wire was advanced to the lesion, however, the tip broke inside the patient. The physician was unable to retrieve the device from the patient.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).